Manufacturer narrative:
(B)(4). A service history review revealed that this device has not been previously serviced. A device history review has been performed and no exception was observed during manufacturing. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been evaluated onsite at the customer facility by baxter. The reported condition was confirmed. The root cause was depleted batteries. The main batteries and battery harness were replaced. A follow-up medwatch report will be submitted if additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported a battery issue with the device. During a review of the pump's event history by baxter (B)(4) personnel on 29-sep-2010, a colleague infusion pump was found to have experienced a battery depleted alarm which interrupted delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 6.63.92, which is categorized as remediated.